Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis and the use of the liberty select cycler and the patient event of coding with the administration of CPR, intubation and transfer to the ICU. However, there is no documentation in the complaint file to show a causal relationship between the use of the liberty select cycler and the patient event of coding. Additionally, there is no allegation of a device malfunction or deficiency reported for the event. The patient was in the initial drain, approximately 5 minutes into the treatment, when the event occurred. There were no issues prior to the event. It is unknown if the patient had history of cardiac issues, however; ¿in patients undergoing peritoneal dialysis, the rate of sudden cardiac death (scd) is related to the highest tertile of troponin and brain natriuretic peptide values, suggesting an important role of heart disease.¿ ¿factors associated with an increased incidence of scd in patients on peritoneal dialysis were reduced left ventricular ejection fraction, previous strokes, and ischemic heart disease.¿ additionally, the overall survival in pd patients experiencing cardiac arrest is higher in pd patients than hemodialysis. Based on the available information and no allegation or evidence of malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s cardiac arrest during treatment. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
An acute dialysis program manager reported that a hospital patient coded or stopped breathing while connected to the liberty select cycler on (B)(6) 2026. Cardiopulmonary resuscitation (CPR) was administered, and the patient is in the intensive care unit (ICU). There were no alarms or messages that occurred. Additional information was obtained through follow-up with the acute dialysis program manager. The patient was initially admitted to the hospital on (B)(6) 2026 due to fluid volume overload (fvo). The reason for the fvo was unknown and there is no record indicating patient used fresenius products prior to admission. The patient has frequent fvo according to the program manager. The patient was in their initial drain on the liberty select cycler on (B)(6) 2026, approximately five minutes into treatment, when they coded. The patient was disconnected from the liberty select cycler and the treatment was discontinued when the patient coded. The patient was administered CPR, intubated and transferred to the sicu. The patient currently is in bipap on a step-down floor. The patient remains hospitalized. The patient continues to complete ccpd therapy. The patient did not voice any complaints prior to the event. It is not believed that the patient coding during treatment was related to any fresenius device(s) or product(s) and/or their dialysis therapy as the patient was on the cycler for a total of 5 minutes and he was still in the initial drain.